Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. A conclusive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9 - device available for evaluation updated from 'yes' to 'no'.

Event description:
It was reported that the procedure was to treat the posterior descending artery (pda). The 2.75x28mm xience alpine stent delivery system (sds) was advanced but met resistance with an unspecified guide wire in the guiding catheter. The whole system was removed as a unit. It was noted that the sds could not be removed from the guide wire. During the attempt to remove the sds from the guide wire, the sds shaft separated outside the anatomy. Another xience alpine was used to successfully completely the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.